Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the rep was the initial reporter and the patient's weight was (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was prialt with concentration 25 mcg/ml at a dose rate of 1.381 mcg/day via an implantable pump for non-malignant pain. It was reported that the patient recently had magnetic resonance imaging (MRI) performed. The MRI was not due to a suspected problem with the patient¿s device or therapy. The patient did not have their pump checked post MRI of their knee. A motor stall was however later seen at initial interrogation and the logs did not show a motor stall recovery having occurred. It had not been less than 2 hours since the patient exited the MRI field. The motor stall occurred on (B)(6) 2019 at 9:58 am. Telemetry state and re-interrogating the pump with logs was reviewed at the time of the report. It was further indicated that interrogations had resulted in recovery. The motor stall recovery occurred at 11:16 am on (B)(6) 2019 (date of the report). It was noted that troubleshooting resolved the event. No patient symptom was reported. No further patient complications have been reported as a result of this event.